Event description:
In 2008, a clinical incident involving a ultravac with integrated cable arthrowand was reported to arthrocare corporation. During a knee arthroscopy procedure, it was reported the patient sustained an interjoint burn (severity not known) beneath the skin in the medical gutter region of patient's knee. The burn was approximately 1.5 inches wide and 3 mm wide. It was reported one week following the procedure the patient's burn had healed. No additional procedures were required to treat the burn.

Manufacturer narrative:
The device is not available for investigation. Investigation of the report is in progress.